Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27 may 2020.

Event description:
It was reported the navigation ring failed. There was no patient involvement. The problem was confirmed. The front bezel was replaced to resolve the issue.

Manufacturer narrative:
G4: 05jun2020. B4: 06jun2020. The touchscreen was functioning when the navigation(nav) ring failed. The nav-ring not working does not affect the functionality of the ventilator. Unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touch screen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Therefore, based on the information provided, the incident is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.